Manufacturer narrative:
(B)(4): the customer reported that the device would not deliver a shock in opcheck. This was found in testing. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device would not deliver a shock in opcheck. This was found in testing.